Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration and it was noted the leads developed several impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.